Manufacturer narrative:
This report is submitted on march 14, 2019, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the audiologist, the patient developed an infection and a fistula at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the patient's device implant and explant dates were previously misreported. The corrected patient's implant date was (B)(6) 2018 and the explant date has not been reported. Additional: it has since been reported that the patient underwent surgery to explant the device (date not reported). It is unknown if the patient has been re-implanted as of the date of this report. This report is submitted on may 9, 2019.

Manufacturer narrative:
This report is filed on june 03, 2019.